Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter had a kink below the balloon, and as a result urine would not drain. During insertion, the foley was inserted 3/4 of the way into the urethra; however, no urine return. The nurse started to remove the foley for reinsertion; however, as the foley was being removed, the nurse felt a large lump in the patient's penis. As the nurse pulled the catheter up to the meatus, the nurse could see the tip of the catheter alongside the actual foley tubing. It took 45 minutes to gently remove the foley from the urethra. Allegedly, the removal of the catheter was painful, caused discomfort, and resulted in a mild stretch at the urethral meatus. Allegedly, the patient was prescribed anti-spasmodic medication for urinary pain, for the duration of his hospital stay. It was later reported that the physician was at the patient's bedside as the event took place.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the following instructions are indicated: recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter had a kink below the balloon, and urine would not drain. During insertion, the foley was inserted 3/4 of the way into the urethra; however, no urine returned. The nurse started to remove the foley for reinsertion; however, as the foley was being removed, the nurse felt a large lump in the patient's penis. As the nurse pulled the catheter up to the meatus, the nurse could see the tip of the catheter alongside the actual foley tubing. It took 45 minutes to gently remove the foley from the urethra. Allegedly, the removal of the catheter was painful, caused discomfort, and resulted in a mild stretch of the urethral meatus. Allegedly, the patient was prescribed anti-spasmodic medication for urinary pain, for the duration of his hospital stay. It was later reported that the physician was at the patient's bedside as the event took place.